Event description:
It was reported that the patient present to the clinic after receiving vibratory alerts. Upon interrogation, premature extended charge times were observed. The device was explanted and replaced.

Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory. During testing, intermittent extended charge time and high current were observed. An anomalous component within the high voltage circuitry was found. However, the root cause could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.